Manufacturer narrative:
Internal file number - (B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported patient effects could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure on (B)(6) 2015, with implantation of a 3.5 x 23 mm absorb bioresorbable vascular scaffold (bvs) in the mid right coronary artery (rca). On (B)(6) 2016, the patient experienced an episode of stable angina and was re-hospitalized. The patient had done well for one year post scaffold procedure, but symptoms seemed to return when clopidogrel was stopped. On (B)(6) 2016, the patient underwent elective percutaneous coronary intervention with implantation of a stent. Restenosis was noted in the scaffold implanted in the rca, thought to be possibly due to recoil or scaffold fracture. Angioplasty was performed using an unspecified 4.0mm nc dilatation catheter and implantation of a 4.0x33mm xience stent. Intravascular ultrasound noted excellent final results. The event resolved on (B)(6) 2016. No additional information was provided.